Event description:
A malfunction with code malf 12 occurred, but no notable events took place prior to it. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, remaining within normal range. Technical support provided assistance by instructing the customer on how to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.